Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the stent remained implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex distal release esophageal covered stent was implanted during a stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was implanted to treat a malignant 4cm stricture in the middle lower esophagus of a patient with stomach cancer and malignant lymphoma. The patient was not undergoing any radiotherapy or chemotherapy for the malignancy. Reportedly, the patient¿s anatomy was noted to be tortuous. There were no issues noted during the stent placement procedure. During the procedure, the physician fully deployed the stent in the stricture and the delivery system was removed from the patient. The implanted stent was observed under fluoroscopy using contrast to confirm that the stent had fully expanded and during the fluoroscopy the physician noted free air. A computed tomography was performed and confirmed that the patient had a perforation. According to the physician, the perforation was not severe. The stent remained implanted inside the patient. The physician provided ¿conservative treatment¿ for the perforation and the patient did not complain of any pain. In the physician's assessment the perforation could have been caused by the endoscope, guidewire, delivery system or stent; he is unsure of the exact cause. On (B)(6) 2015 the patient started to complain of pain. The physician continued conservative management but thinks the patient may have developed peritonitis. The patient died on (B)(6) 2015. In the physician's assessment the cause of death might be peritonitis with a co-morbidity of malignant lymphoma. According to the physician, the perforation was related to the patient's death. An autopsy was not performed.